Event description:
It was reported following a 40 min balloon angioplasty (poba) for treatment of acute myocardial infarction (ami) an 8f angio-seal sts plus was selected for use. No pre-deployment angiogram of the puncture site was performed. A 7fr terumo introducer sheath was used for the procedure. After the angio-seal was deployed, the puncture site was cleansed and a film dressing was applied. A small hematoma was confirmed at the puncture site twelve hrs later and manual compression was applied. The next day the pt complained of pain at the puncture site and a fever of over 38 degrees celsius was present. The site was swollen to a measurement of 5 cm in diameter. Six days after the poba procedure, the pt underwent surgical debridement of the puncture site for treatment of infection. The pt was diagnosed with cellulitis with an origin of methicillin sensitive staphylococcus aureus (mssa). Cefamezine, 2 grams twice a day was prescribed for a 2 week duration. The pt had a temp of over 38 degrees celsius for 6 days and at the time of the customer report remained hospitalized.

Manufacturer narrative:
No prod was returned. Review of the device history record was not possible since the exact lot number was unk. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device IFU states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.